Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a peripheral intervention procedure, a balloon rupture occurred. Using a right femoral approach, the 99% stenosed lesion was located in a moderately tortuous left superficial femoral artery. The 4x120x150 sterling sl balloon catheter was initially inflated to 6 atms for 60 seconds, after moving the balloon slightly, upon second inflation, the balloon ruptured at 4 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.